Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that c arm cannot move but table was normal. After reviewing log file, fse found that it prompted beam propeller movement position validity error. Fse suspected the potentiometer was broken. Fse replaced beam propeller potentiometer, after replacement of propeller potentiometer was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm propeller movement could not be performed. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.